Event description:
There are 6 units from 2 lots of the smallest cordis sleek otw balloon sizes, i.e. 1.25 and 1.50, have single marker bands however the labeling and the IFU indicate two marker bands. All other balloon sizes have double marker bands. This issue is non-pt related. This issue has also been reported to the (B)(6) competent authorities.

Manufacturer narrative:
The corrective action being implemented was the inclusion of a balloon with a single marker band on the product label and the inclusion of a statement in the IFU stating that "platinum iridium marker bands allow the balloon to be located under fluoroscopy. There are two marker bands denoting the end of the working surface on all sizes except the 1.25 mm by 15 mm and 1.5 mm by 15 mm balloons, where a single marker band is centered on the working surface." The field safety corrective action was undertaken in conjunction with clearstream and cordis. All customers who have rec'd sleek otw products of the affected sizes 1.25 mm x 15 mm and 1.5 mm x 15 mm were sent a fsn informing them of this issue and the affected lots. This issue was also reported to the (B)(6) competent authorities. Add'l catalog #: 4261501x. Add'l lot #: 50026688.